Event description:
It was reported that the insulin pump alarmed compromised force sensor system during prime/ fill. Customer stated the insulin squirted out and motor does not detect the reservoir. Customer unable to leave the process. Insulin pump will be returned for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with cracked end cap. Unable to verify prime alarm due to cracked end cap. Unable to perform prime test due to cracked end cap. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.